Manufacturer narrative:
The devices were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and simulated testing were performed and found no abnormalities that could have caused or contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-four (24) homechoice automated pd sets with cassette had slits along the patient line tubing. The slits were noted on the patient lines near the top, about a quarter of an inch from the blue cap. This issue was observed before use. There had not been any damage to the shipping cartons or over pouches to the cassettes; the patient stated the slits were visible through the over pouches. There was no patient injury or medical intervention associated with this event. No additional information is available.